Event description:
It was reported that during central processing it was discovered that the mega suture cut needle driver instrument was found to have a broken cable. There were no reports of patient involvement. Intuitive followed up with the customer and was advised that there was no additional information available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if there were any issue related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist, any cables visibly protruding from the distal end of the instrument. There was no information provided on patient-related information from the instrument¿s last use. The relevant patient history, including pre-existing medical conditions was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.